Event description:
It was reported that this pacemaker system exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. The ra lead is not a boston scientific product. Boston scientific technical services (ts) indicated that with intermittent high impedances and not a gradual change in impedance measurements, the cause may be a device header spring contact issue and recommended to the healthcare provider (hcp) to change the atrial lead programming to a unipolar pacing and bipolar sensing configuration. The hcp indicated they will continue to monitor the issue at the patients next follow-up appointment. The patient was noted not to have remote monitoring capabilities. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. The ra lead is not a boston scientific product. Boston scientific technical services (ts) indicated that with intermittent high impedances and not a gradual change in impedance measurements, the cause may be a device header spring contact issue and recommended to the healthcare provider (hcp) to change the atrial lead programming to a unipolar pacing and bipolar sensing configuration. The hcp indicated they will continue to monitor the issue at the patients next follow-up appointment. The patient was noted not to have remote monitoring capabilities. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently returned to boston scientific more than four years after the reported event and more than eight years after implant. No other information was provided. No patient symptoms or adverse patient effects were reported.